Event description:
While attempting to drill for a dome screw the drill bit broke. The surgeon was not able to retrieve the bit and left it in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.